Event description:
Home patient reports a leak at the connection of the homechoice set drain line and the 12 foot extension. Noted during use. No patient injury or medical intervention reported per hp.